Event description:
The pt's history dates back to 12/86, when she had bilateral breast augmentation. Between 1987 & 1990, both implants were hard. In the last few yrs, the contracture has resolved somewhat. The pt had a lot of breast pain when she tried to breast-feed with burngin pain during breast-feeding of her 2nd child. She has symptoms of dry eyes & achy hands, swelling in the hands, decreased grip strength. She also has intermittent myalgias in the shoulder & neck area. There is a capsular contracture, grade iii on the right, & a mild contracture, grade ii on the left side.